Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4076, implantable pacing lead, (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product evaluation summary: the lead segments was returned to the manufacturer and analyzed. A cut was observed on the outer insulation. The lead conductor proximal end was distorted pulled/stretched/overstress; fractured and there was blood on the proximal conductor not obstructed. The distal end electrode was covered in blood. Outer insulation on the lead was breached melted and torn. The lead had apparent damage at implant and was stretched. Due to the large amount of blood on the proximal conductor, it is likely that the cut occurred during the implant. The resulting ingress of blood would contribute to the rising lead threshold. The returned lead also had severe explant damage including a stress fracture on the proximal conductor.

Event description:
It was reported that the right ventricular (rv) lead threshold rose acutely post implant. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.